Manufacturer narrative:
A complete analysis and testing of 1opend and used sensor found the sensor failed per specifications due to low readings.

Event description:
Customer reported, he experienced high blood glucose in the 400 mg/dl range and his sensor was reading around 40 mg/dl. Customer stated, he was receiving sensor error, calibration error and bad sensor alerts. Customer reported that issues happened with all the sensors from the same lot number. He is not using the sensors from that lot number anymore and since then he hasn't had any issues with the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.